Event description:
Information received from the field notes that the patient presented to the hospital due to dizziness and lightheaded- ness. Long pauses were noted on a holter monitor and ECG's revealed atrial and ventricular oversensing. Noise was noted in both channels during isometric exercise. When the leads tested normal, the pulse generator was replaced.